Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and yellow material particles was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: more than three curved openings and nicks striated. Based on the device analysis the final assessment is: more than three curved openings striated assessed as surgical damage; nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.